Event description:
Fill volume: 400ml. Flow rate: 14ml/hr. Procedure: right rotator cuff repair ((B)(6) 2015). Cathplace: interscalene. Date infusion began: (B)(6) 2015. Date infusion ended: (B)(6) 2015. It was reported that a patient experienced a reaction with the use of a pump. The patient reported that on (B)(6) 2015, after 24 hours of infusion, the pump was almost empty. The select-a-flow cover was zip tied and the flow rate was locked at 14ml/hr. The patient experienced nausea/vomiting, dizziness, blurred vision, drowsiness and lightheadedness. The patient had called the paramedics and they clamped and discontinued the pump. The patient was advised to contact anesthesia at the hospital. The patient did not take any other medications at the time of the incident. Six hours later on (B)(6) 2015, the patient was feeling much better and was stable. The pump is available for return.

Manufacturer narrative:
Method: a visual inspection, infusion verification, flow rate accuracy test and pressure pot testing were performed on the device. Along with a review of the device history record (DHR) and user review was performed. Results: visual observation found that a non-halyard catheter was returned with the pump. Infusion was verified on all select-a-flow(saf) flow rates. Flow test and pressure pot test were performed on flowrates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf was detached from the pump and connected to a pressure gauge, flowrate 2ml/hr yielded a flow rate of 2.28ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.37ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.93ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.09ml/hr which is within specifications with a +/-20% tolerance. Conclusion: the investigation summary concludes that a fast flow was not observed. During pressure pot testing, the flow restrictors met specifications using the average bladder pressure on all saf flow rates. The device history record review showed no issues during the manufacturing process that would have contributed to the issue identified by the customer. The production lot met all manufacturing and quality specifications. There is indication based on the customer complaint description that this issue was related to the medication and not the functionality of the pump itself, however the medication effects can not be completely confirmed. Per the instructions for use (14-60-613-0-04), the onq pump is intended to provide continuous delivery of medication (such as local anesthetics) to or around surgical wound sites and/or close proximity to nerves for preoperative, perioperative and postoperative regional anesthesia and/or pain management. Flow rate on the onq saf pump is adjustable. Medication dosage should be based on maximum flow rate of 14ml/hr. The amount of medication over the therapeutic period and delivery time can vary by as much as 20%; therefore users are instructed to take this variance into consideration when determining medication delivery. Regardless of prescribed flow rate, users are instructed to only fill the pump with medication dosage that is appropriate to administer at the maximum flow rate. To avoid complications, users are instructed to use the lowest flow rate, volume and drug concentration required to produce the desired result. This incident has been included in our complaint handling database, which is actively monitored and trended.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.